Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient experienced shocking pain down their tailbone and legs. They also admitted to falling a few days before the initial report. The diagnostics that were performed showed no abnormal impedances and the device was turned off. The issue was not resolved at the time of the report. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep. It was reported that the patient fall was not caused by the device. The cause of the fall was the patient was sitting on the first step of a step ladder and fell off. The device was removed on (B)(6) 2017, which resolved the shocking pain.